Event description:
A one-third tubular plate, implanted for an extremely comminuted non-displaced fracture of the left scapula into the glenoid fossa, broke post operative. Patient also sustained a left mid-shaft clavicle fracture and a left second rib fracture, sustained in a motorcycle accident. Two one-third tubular plates were stacked on top of each other on the glenoid neck. Due to the amount of comminution it was difficult to stabilize the fracture. Patient went on to develop non-union of the scapula with hardware failure. Hardware was removed during revision surgery to a locking reconstruction plate, contoured and iliac crest bone graft.

Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.